Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, 0202953435, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 16-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 2026095-2018-00147 for the second event. It was reported by the physician that the patient's bolus button was stuck in the down position, resulting in the patient receiving a continuous bolus dose. The physician replaced the device with a different device. Per additional information received on 26-oct-2018 as the previous on-q device was finishing, without any reported issue, the nurse changed it for a new one. After that, the patient alerted the nurse to the issue with the bolus button remaining in the down position. The device was changed again and the patient again was receiving continuous bolus of ropivacaine due to a problem with the bolus button remaining in the down position. This device was swapped out for an electronic pump. There was no injury to the patient.